Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the lead output is drawing current from the implantable cardioverter defibrillator (ICD), causing rapid battery depletion. The ICD and lead remain in use. No patient complications have been reported as a result of this event.